Event description:
A user facility reports that during intraocular lens (iol) implant surgery, striations were noted on the surface of the iol after the iol was inserted into the eye. The incision was widened slightly to facilitate removal and replacement of the iol.